Event description:
Pt underwent selective coronary angiography via right femoral artery access. Angio-seal used for right femoral artery access hemostasis. Upon arrival to recovery area, right leg noted to be dusky and without pulses by doppler. Emergently to operating room for exploration of right femoral artery and removal of angio-seal device and endarterectomy of common femoral artery.